Event description:
It was reported to medtronic minimed that the customer reported a crack on pump. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884, mmt-7841zn. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a crack from back to front of the pump, belt clip area, center of the button and battery tube side. The damage was affecting/impacting pump functionality. The pump does not connect to the transmitter. The customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-7040a, mmt-7841zn. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed selftest. Unit was monitored and functioning properly. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿xmtr paired successfully.¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 105 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Unit uploaded properly to the carelink software or and communicate properly. Pump was cut/open and inspected no moisture damage or component damage found inside the pump. I tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received: pillowing keypad overlay, cracked keypad overlay, broken belt clip rails, battery tube threads - cracked and cracked case (battery tube). No communication-between pump & xmtr not confirmed. Damage- belt clip damage or missing confirmed and damage- cracked case battery tube confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.